Event description:
New information received on jul 2, 2019, indicates that the patient appeared stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented post procedure with a ventricular lead that had intermittent sensing. Programming changes were made.